Event description:
It was reported to boston scientific corporation in 2008, that a navigator ureteral access sheath was used during an unknown procedure three days prior. According to the complainant, when they opened the package to use it, the sheath fell apart. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure.